Event description:
Option study: it was reported that a pericardial effusion occurred. The patient was administered prophylactic antibiotics and aspirin prior to the procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 21mm. On the same day post implantation, core lab imaging revealed a 5mm pericardial effusion. Of note, there was no clear evidence of pericardial effusion present at baseline. The patient was discharged one day later on aspirin and rivaroxaban.